Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the missing pin can be attributed to use error of the device due to excessive forces being used.

Event description:
On 07/03/2023, it was reported by a sales representative via sems that an ar-16992 capsuleclose scorpions front jaw broke, it's cracked. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.